Event description:
N/a

Manufacturer narrative:
Analysis: a review of the complaint details was conducted to determine the cause of the type iii endoleak. Based on the details, two icast covered stents were deployed in the patient¿s right renal artery through a fenestrated endograft to keep the kidney perfused. The details mention that the end of the stent was flared at the ostium of the endograft. It is at this location that the leak was detected and to solve the leak an additional icast covered stent was deployed. Based on the details provided it would appear that an adequate seal was not achieved between the icast covered stent and the endograft fenestration ring during the flaring process. The endoleak was not caused by the icast covered stent but rather an inadequate seal between the endograft and the covered stent. The flaring of the stent is dependent of the technique chosen by the physician. The icast covered stent is indicated for the treatment of tracheobronchial strictures produced by malignant neoplasms. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Stent retention testing. Stent must have retention = 5.5n for 6fr introducer sheath/guide. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that there was an issue with the product in question. Device not available for return.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
As part of the (B)(6) study being conducted by cook, inc., the following event was noted: on (B)(6) 2016, the (B)(6) year old patient underwent placement of a p-branch device and two 6 x 22 mm icast devices in the right renal artery. On follow-up imaging performed on (B)(6) 2017, a type iii endoleak was noted at the p-branch and right renal stent. The endoleak was treated by balloon angioplasty and placement of an additional 6 x 22 mm icast stent in the right renal artery.